Manufacturer narrative:
Concomitant medical product: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged eight weeks post-replacement of a right ventricular (rv) lead. Nearly ten years later, during a device change-out for normal battery depletion, the physician opted to explant and replace the atrial lead. No patient complications have been reported as a result of this event.